Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low pacing lead impedance, low sensing and high capture threshold. During the lead repositioning procedure to address the issues, the helix could not be extended due to a piece of tissue. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.